Event description:
Silicone breast implants removed. Secondary reason for removal is fear by FDA ruling and possible leakage. Left implant found intact. Right implant had silicone sweat and small pin hole at bottom noted per md.